Event description:
A caregiver reported via social media that the adc device filament remained in the customer's skin after sensor removal. The customer in question is a resident of kazakhstan and the caregiver stated that the adc device was purchased in kazakhstan. Abbott diabetes care (adc) does not have product on market in kazakhstan. The customer was taken to hospital where a surgeon indicated that filament would have to be removed surgically. This was indicated by the caregiver to be planned to occur 2-3 months from the date of consultation, and the removal has not occurred yet. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.